Event description:
It was reported that during a ptca treatment procedure the physician noted that the maverick otw balloon contained blood. When he checked this balloon outside of the body, it was able to inflate. Maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.